Event description:
A report was received that the patient had developed an infection. The ipg site had opened up and there was some drainage on it. The physician did not believe that infection was device related. The patient was prescribed doxycycline and zyvox antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.